Event description:
The patient reported that two of her insulin infusion set tubings completely separated from the luer lock. She stated the tubings in question had been in use for 3 days and she noticed it because of extremely elevated blood glucose readings. She said she felt nauseous. The patient stated she had to seek medical attention due to the high blood glucose levels which registered 800 mg/dl when she was admitted to the hospital. She stated her normal blood glucose range is 110-120 mg/dl. The patient stated she was placed on an insulin drip for 3 days to bring her blood glucose readings down. No product was requested to be returned for evaluation as the patient said she did not keep the infusion set tubings.

Manufacturer narrative:
No product will be returned for evaluation.